Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 500 mcg/day via an implantable pump. It was reported that the patient was experiencing some withdrawal symptoms. The environmental, external or patient factors that may have led or contributed to the issue was the patient had just had surgery and had surgical pain that may be contributing to the increase in spasticity. Urine retention may have also been a contributing factor as the patient was catheterized. The patient had the surgery on (B)(6) 2024 to replace the pump and the surgeon replaced the catheter connector with a new pump connector. The diagnostics and troubleshooting performed was a catheter dye study performed and the catheter was easily aspirated, and contrast identified that the catheter was in the intrathecal space. Exploratory surgery was performed on (B)(6) 2024 to check the catheter connection portion and it was intact with no signs of leakage. The actions and interventions taken to resolve the issue was following the exploratory surgical intervention, the implanted catheter volume was primed with prescribed drug to the catheter tip. Following the priming bolus, and additional single 50 mcg bolus was programmed and given. Previous daily dose was resumed following the single bolus. The healthcare provider contacted the company representative on (B)(6) 2024 at 11:40 am to let them know that patient was better and spasticity had returned to baseline. The patient remained in the hospital though for additional observation. The issue was resolved at the time of the report, and it was noted that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a company representative stated that regarding the storage of the pump (B)(6) before it was implanted, it was further reported that the pump was stored next to the operation room in a temperature-controlled environment with did not affect its performance. The hospital keeps majority of its inventory with the unit. No further information was given.

Manufacturer narrative:
Revised medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative stated that the pump (B)(6) was stored next to the operating room in a temperature-controlled environment, which did not affect its performance. The hospital keeps majority of its inventory with the unit. No further information was given.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient was experiencing increased tone but only at night. The managing physician shared that the patient had been admitted into a hospital as inpatient for further workup and observation. It was noted that labs were within normal limits, suggesting no evidence of baclofen withdrawal other that itching, agitation at night and tone. The healthcare provider (hcp) was notified as well and spoke with the patient's parents. The decision was reached to replace the pump as well as replacing the intrathecal catheter with an 8780 ascenda catheter. The new pump dose was reduced to lioresal 400 mcg/day simple continuous. The only notable finding was that the tip of the 8709sc catheter was at t11 /t12and this was lower that where was desired, the new catheter tip was at t4, desired location per managing physician.

Manufacturer narrative:
H6 codes were corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the bulkhead weld area did not provide a hermetic seal, which resulted in a leak. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the previously applied conclusion code d14 has been replaced with d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.